Event description:
New information received states the lead was explanted and replaced. The patient condition is stable.

Event description:
It was reported the patient presented to the ER for defibrillation shock. During follow-up, the patient received inappropriate shock therapy due to noise. Fluoroscopy revealed externalized conductors near the clavicle area. Based on the review of the x-ray views provided to st. Jude medical, the conductors do not appear to be externalized. Lead replacement was recommended. The patient decided to have his replacement at another hospital. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 19.1cm was returned for analysis. External insulation abrasion was noted at 16.7-16.8cm and 16.9-17.0cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 17.6-17.7cm from the connector pin, consistent with lead friction to the device can. The svc conductor cables were broken and had signs of melting at this location. External insulation abrasion was noted at 17.6-17.8cm from the connector pin, consistent with lead friction to the device can. The rv conductor cables were broken and had signs of melting at this location. Fracture of the inner coil was noted at 18.0-18.5cm from the connector pin, consistent with fatigue. The inner coil showed signs of melting at this location. The damages found in this region were consistent with the field observations of noise and inappropriate therapy delivery.